Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73e2200553 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the staples were jamming. A new stapler was used and there was no reported injury.